Manufacturer narrative:
Submit date: 7/6/2016. An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. A group brainstorm was performed in order to identify the possible root causes for the unusual event. The following potential causes were identified: inattention / misuse (inappropriate use of chemical agents), error in catheter placement, excessive force when inserting the catheter (not following instructions for use), incoming inspection not performed, or defective material. With the available information it is not possible to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. No trigger and trend are found for this event; no further actions are required for this investigation. Corrective actions are not required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling, and environmental and product biological monitoring, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 2/18/2016. An investigation is currently under way; upon completion the results will be forwarded. This event is being reported as a malfunction although a malfunction of the device did not actually occur. The consumer reports that when the patient got up to go to the rest room (with the patient line extension), the line caught on a chair and broke the catheter and it came apart. There was no malfunction or serious injury associated with the incident reported.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue when using a dialysis catheter. The consumer reports that when the patient got up to go to the rest room (with the patient line extension), the line caught on a chair and broke the catheter and it came apart. The therapy ended early due to the broken catheter. The dialysis catheter was originally implanted in (B)(6) 2014 and pulled out of the connector with the catheter during the reported event. The catheter was repaired and replaced on (B)(6) , 2016. There was no serious injury or medical intervention. The patients current status is stable.